Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name, catalog, and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was use related as the acts were >400 and the hematoma was improved by reducing acts.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was on impella cp support. While on support it was reported that a hematoma was noted to right groin at insertion. The medical doctor aware, appears to not be getting worse. Activated clotting time >400 and actively bleeding from chest tubes. Multiple blood products given. Also went on and off bypass multiple times making clotting factors affected. There was also no flow past the impella repositioning sheath. Got left femoral arterial access to assess grafts. A 4fr catheter was used up and over, past the sheath. Connected that to the extracorporeal membrane oxygenation circuit for distal perfusion. Later the patient was successfully weaned off impella.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia : no flow past the impella repositioning sheath. Unable to get reprofusion catheter in vessel distal to impella sheath. The root cause of the injury was unable to be determined due to insufficient clinical details. Asae/hematoma : hematoma noted to right groin at insertion. Act >400 and actively bleeding from chest tubes. Multiple blood products given. The cause of the access site adverse event was use related as the acts were >400 and the hematoma was improved by reducing acts. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.